Event description:
The pt experienced swelling and inflammation, but no redness at the implantable neurostimulator site. It was sore to the touch. The pt had a hard time walking. In 2008, the pt's complete blood count was within normal limits, his erythrocyte sedimentation rate was 20mm/hr, and his c- reactive protein test was negative. The hcp reported the pt had a possible early infection and experienced new pain as a result. No treatment was reported. The hcp reported the pt outcome as 'no injury'.